Event description:
A customer reported to beckman coulter, inc. (Bec) that a leak had overflowed onto the counter below access 2 immunoassay system. It was reported that the customer came into contact with the leak as the leaked fluid had soaked though the lab coat into the clothing. The leaking liquid can potentially contain not only wash buffer but patient sample waste, qc material and other substances that are considered chemical or biohazardous in nature. There was no report of injury or exposure to uncovered wounds or mucous membranes. Medical attention was not sought. Msds was not reviewed, but the facility has an exposure control or risk management plan in place.

Manufacturer narrative:
The customer reported that vacuum over limit errors were observed on the instrument. Service was on site on (B)(4) 2011. The field service engineer (fse) determined the leak was caused by a faulty wash tower waste valve. The fse replaced the wash valve and verified system vacuum pressures were within specifications. The fse also performed a system check and qc. All results were within the specifications. Hardware was the root cause for this event. (B)(4).